Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? Yes, -if yes, number of minutes: 2, -action taken when event occurred? Tried further sutures until one did not tear. Discarded box after couple of failures, -was procedure successfully completed?yes, -were fragments generated? No, -patient status/ outcome / consequences? No, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, the following information was requested, but unavailable: -if yes, were they removed easily without additional intervention? Unknown, -is the patient part of a clinical study? Unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - please provide the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Over a series of ops, threads of ethicon suture 75cm needle sutures batch (box of 12) tore during suturing, at rate far above normal. No adverse patient consequences were reported. Additional information was requested